Event description:
A complaint was reported regarding the pump declaring an altitude alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's insulin was initially suspended due to the alarm condition, but after following instructions to clean the speaker holes and reconnect the cartridge, the pump resumed normal operation. Technical support provided tips for preventing future altitude alarms and ensured the issue was resolved.